Event description:
The patient reported frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. If new information about the issue is received, a new complaint will be generated, and the event will be investigated.